Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent an epigastric and umbilical hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal of both on (B)(6) 2016 due to erosion of the mesh and a draining sinus & abscess. The mesh was found to be contracted and densely adherent to the peritoneum and bowel. He reportedly continues to experience pain, nausea, chills, inflammation, loss of appetite, weight loss. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 9/15/2020. Corrected information: manufacturing site name.